Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen became noisy. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunctions were caused by expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited snowflakes in the image. The issue was identified during the device maintenance service. There were no reports of patient involvement.